Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. General reagent issues were excluded, as the result believed to be correct was obtained using the same reagent. Due to the limited information provided, the investigation was unable to determine a specific root cause.

Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas c 502 module. Of the data provided, one example was a reportable malfunction. The initial result was 6.84% and the repeat result on (B)(6) 2026 using a cobas c501 analyzer was 6.29% with a data flag.